Manufacturer narrative:
The investigation determined that higher than expected amon quality control results were obtained from the vitros 5,1 fs chemistry system. The customer was instructed to perform as needed maintenance to clean the incubator evaporation caps and then recalibrate the vitros amon slide lot in use. Following these activities, acceptable vitros amon performance was observed with no recurrence of this issue. The root cause of this event is instrument related.

Event description:
The customer observed higher than expected ammonia quality control results from a vitros 5,1 fs chemistry system. No biased patient results were observed. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).